Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. At the time of repair the aortic neck was severely angulated from disease progression. It was reported approximately 89 months post stent graft implantation, the patient was seen for a routine follow-up appointment. It was reported that the aneurx stent graft had migrated resulting in a type iii endoleak. This is all the information that has been made available to medtronic. No additional clinical sequelae have been reported and the patient is fine.

Manufacturer narrative:
Evaluation results: - migration, endoleak. Aortic neck severely angulated from disease progression. Conclusions: aortic neck severely angulated from disease progression.